Event description:
It was reported that during a procedure for diagnosis, the snare wire broke while the physician was cutting the third polyp. According to the physician, settings on the generator were as usual. Used another product and procedure completed.